Event description:
Philips received a complaint on the v60 ventilator, indicating that the device keeps showing an error message saying the patient is disconnected. It is unknown if the unit was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer placed a 1/4 " orifice on the device and ran it at default settings. The device gave a patient disconnect immediately. No other error codes were seen. The device is cycling normally, and pressures are displayed. The customer will perform pressure tests and flow accuracy tests and advise results. The customer verified that the proximal and machine pressure lines are correct. The customer just replaced the blower. He will resume flow tests. Advised the customer that flow sensor most likely needs replacement. The customer will order the flow sensor assembly and repair the unit.

Manufacturer narrative:
The customer replaced flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.